Event description:
It was reported that the patient presented for a procedure. It was noted that the right ventricular lead exhibited low pacing impedance. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to damage inner insulation consistent with procedural damage. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.